Event description:
Patient status post antegra plate and screw implantation on an unknown date was discovered to have the bottom two screws at l5-s1 broken. Patient is asymptomatic. Surgeon ordered bone stimulator to help with fusion and will continue to monitor the patient. Hardware is not being removed at this time. Surgeon noted he believes patient is non-complaint and there was a little fusion. This is one of two reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.